Event description:
It was reported during inspection/testing, the device spontaneously deflated and required unknown repairs. No adverse event was reported as it relates to the event. Due diligence is complete and no additional information is available. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Initial reporter number: (B)(6).

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information regarding the event is available.